Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 overheated and would not turn off. A replacement device and power supply was used to complete the case. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heating wire was detached. Additional evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance reported in the lot history. (B)(4).